Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Only the product packaging has been received. Additional info will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional neurovascular procedure for coil embolization, the physician was preparing to deploy a trufill orbit complex fill 8 x 24 coil when the coil detached prematurely. The coil was noted to have approx three (3) mm exposed outside of the aneurysm. Three (3) additional coils were deployed successfully. There was no reported difficulty with the dcs syringe. The target lesion was a mid cerebral artery (mca) aneurysm. A 6 fr. Guiding catheter and a prowler select plus microcatheter were used for the procedure. There was no reported pt injury. Additional info has been requested.